Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, a premature battery depletion was noted. On a merlin.net device transmission from (B)(6) 2018, the estimated remaining longevity was 1.4 years to eri. On a transmission from (B)(6) 2018, the fastpath summary showed eri had tripped on (B)(6) 2018. Premature battery depletion was suspected. Device replacement is anticipated but no intervention has been performed. The patient is in stable condition. Additional information was requested but has not been received.

Event description:
New information received on (B)(6) 2018 that the device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Review of the device image indicated a false end-of-service trigger consistent with autocapture in high output mode. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
New information received notes patient status was unchanged before, during, and after the procedure.